Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/28/2017 that on (B)(6) 2017, the g5 mobile application displayed an alert asking to exit and then restart the application. No additional patient or event information is available. Data was provided for evaluation. The reported g5 mobile application alert asking to exit and then restart the application was confirmed via data. A root cause could not be determined.